Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that when the clinician went to reconnect the patient to the morphine infusing pca tubing closest to the patient it was noted to be cracked and leaking. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a cracked luer on the pca tubing was confirmed. Visual inspection of the set showed that the male luer component was broken off and only the base remained. The rest of the male luer was not sent in with the set. Functional testing could not be performed due to the breakage. The root cause of the cracked luer on the pca tubing could not be determined.